Event description:
It was reported that during a routine follow-up for an asymptomatic patient, the pulse generator exhibited a diagnostics anomaly. The device could not be reprogrammed. The device was explanted and replaced on (B)(6) 2014.